Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl (5000 mcg/ml at 660.2 mcg/day) and bupivacaine (10 mg/ml at 1.3 mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the actual residual volume (arv) was less than the expected residual volume (erv). No discrepancies were noted on past refills. The arv was 0 and the erv was 8.8 ml. The hcp expected 8.8 ml but was not able to get anything out of the pump. The hcp was unable to aspirate from the pump or the pump reservoir was unexpectedly empty at the refill on (B)(6) 2018. The hcp confirmed needle placement with ultrasound. The patient's two previous refills in (B)(6) 2017 were both as expected. The hcp confirmed that the patient had not had any recent changes in symptoms, suggesting that the patient was likely still getting the drug. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that there was an inability to aspirate under ultrasound guidance despite good manual needle feeling and visualization. The cause of the difficulty at refill was not specified. The hcp then performed a refill under fluoroscopy without issue on (B)(6)2018. The difficulty at refill was resolved. It was noted that the pump "seems to be working fine at this point." No further complications were reported.